Manufacturer narrative:
Per the instructions for use, paravalvular leak (pvl) is a potential adverse event associated with bioprosthetic heart valves and the transcatheter aortic valve replacement (tavr) procedure. The patient screening manual and the procedure didactic identify several procedural and anatomical factors which could contribute to pvl, including device malposition, inaccurate measurement of the native valve annulus, uneven distribution of calcium on the native valve, bulky or severe calcification, an elliptical annulus shape and valve under-sizing. Physicians are extensively trained by edwards before they are qualified to use the sapien thv. The patient screening manual instructs the operator on proper aortic valve and root assessment, including the use of echo, aortogram and CT to appropriately measure the annulus diameter, content and distribution of calcium, and leaflet characteristics. Contraindications, important considerations when assessing the valve, and choosing the proper thv are also discussed. The thv training manuals also instruct the operator on proper positioning and deployment of the valve, including all procedural and anatomical considerations. Device preparation, approach, deployment, imaging, procedure-specific training manuals and proctored procedures are also included. In this case, it appears that the s3 valve landing in the too aortic position with pvl were due to a combination of procedural and patient factors (elliptical annulus shape and valve under-sizing). The IFU and training manuals have been reviewed and no inadequacies have been identified with regards to warnings, contraindications, and the directions/conditions for the successful use of the device. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review. No corrective or preventative actions are required.

Event description:
As reported by our (B)(4) affiliate, a 23 mm sapien xt valve was landed in a too aortic canted position. A second valve was implanted. The native annular area was reported to measure 370 mm² with diameter 18.5 x 26.5 mm, which was borderline between a 23 mm and a 26 mm valve. A 23 mm valve was selected following balloon aortic valvuloplasty (bav). The valve was deployed with nominal volume and landed in a canted position; 80:20 aortic/ventricular (a/v) on the non-coronary cusp (ncc) side and 100:0 a/v on the left coronary cusp (lcc) side. Paravalvular leak (pvl) greater than moderate at 2 to 9 o¿clock was observed. A valve-in-valve procedure was performed with a 26 mm sapien xt valve. A 23 mm valve was not chosen in consideration for the size of sinus of valsalva (sov). The second valve properly covered the lcc side resulting in mild pvl at the ncc side, which was considered acceptable because of calcification. Per the operating physician, the 23 mm valve was too small in respect of height as the size of sov was large for the annulus. The sov diameter measured 31.82 mm at the right coronary cusp (rcc), 32.19 mm at the ncc and 32.85 mm at the lcc. There was severe calcification on the native aortic valve and the mitral annulus.